Event description:
During a valve replacement procedure, the perfusionist noticed a drop in venous saturation. The clinician stated that the arterial blood appeared dark, and therefore, the decision was made to change out the oxygenator. The case was completed without any further issues. The hosp reported that there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the synthesis mimesys adult membrane oxygenator. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). During a valve replacement procedure, the perfusionist noticed a drop in venous saturation. The clinician stated that the arterial blood appeared dark, and therefore, the decision was made to change out the oxygenator. The change out took between 4 - 5 minutes. The case was completed without any further issues. The hosp reported that there was no pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.